Event description:
It was reported that the guide wire demonstrated difficulties in progression. The guide wire was removed from the patient and it was observed to have a defective appearance. There was no pt injury reported. This report is being filed based on the investigation of the device, which revealed the tip of the guide wire was separated.